Event description:
The sales rep reported that "the device was broken during the surgery. A small part (tenon) of the metallic "stem" which linked to the anchor detached into the pt articulation during the surgery." The surgeon added "he succeeded in removing this part and the corresponding stem."

Manufacturer narrative:
Investigation is ongoing. Additional info will be provided once investigation is completed.